Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a pocket infection. There were no additional adverse patient effects reported. The rv lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.